Event description:
During the index procedure an in.pact av access was used to treat the right arm. Approximately 3 months post procedure patient suffered right brachiobasilic arteriovenous fistula malfunction. End stage renal disease, on hemodialysis. Right brachiobasilic arteriovenous fistula malfunction transonic flow had continued to drop. Patient was seen for fistula evaluation and was found to have mid outflow stenosis. Operation performed. Percutaneous access of right radial artery under ultrasound guidance. Radiological supervision and interpretation of right upper extremity arteriogram, radiological supervision and interpretation of right bachiobasilic fistula fistulogram and central venogram venoplasty of right brachiobasilic fistula with 6x80mm in.pact drug coated balloon, 7x80mm armada, 7x20mm conquest, 6x20mm boston scientific cutting balloon. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.